Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power issue with the pump and that the battery compartment threads were stripped. The reporter noted that there was no damage to the battery cap, no moisture/corrosion in the battery compartment, and confirmed that the battery cap was able to secure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2015 with the following findings: a review of the black box indicated rebooting had occurred on (B)(6) 2014. The pump powered on with the returned battery cap. The returned cap was unable to fully tighten. Investigation revealed that the battery compartment threads were damaged and there were cracks observed in the battery compartment. There was evidence of moisture observed inside the battery compartment. The pump successfully completed a rewind, load, and prime sequence and a 24 hour exercise test with no power issues or alarms occurring. Leak testing revealed a leak at the battery compartment. The complaint of power issues could not be duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.